Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Evice history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"The literature article entitled, ""large-diameter modular metal-on-metal total hip arthroplasty"" written by william p. Barrett, md, kirk a. Kindsfater, md, and james p. Lesko published by the journal of arthroplasty vol. 27 no. 6 2012 accepted by publisher 20 january 2012 was reviewed. The article's purpose is to present the results of 4 clinical trials with modular mom bearing total hip system with special focus on the small subset of revisions attributed to an armed (adverse reaction to metallic debris). The data was compiled from 4 studies of 779 thas and pulled 22 revision cases. All cases had depuy products and each case is captured individually in linked complaints. Depuy products: stem (various and identified individually), pinnacle cup, ultamet metal liner, metal femoral head" this complaint captures case #12 (B)(6) female with summit stem and received revision 2.5 years post initial implantation for pain but not armed.